Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ intima-ii catheter leaked. The following information was provided by the initial reporter: the patient was admitted to the operating room to establish venous access, and intravenous infusion with indwelling needle was performed. After a successful one-time puncture, it was found that the fluid leaked from the y tube of indwelling needle. After communicating with the patient, remove the indwelling needle, replace the indwelling needle and re-puncture.